Manufacturer narrative:
The expanded evaluated states that the seat rails were bent inwards, causing the seat rails not to settle properly into the h-blocks. It is possible that when the chair is in use, the user may feel the frame tubing through the seat due to the bent rails. The underlying cause is most likely caused during packaging or shipping the chair. Also updated the serial number and model number provided by the return of the device.

Event description:
Consumer advised the provider that when she sits in the chair she can feel the bar underneath her and digs into her hip which causing numbness in her legs and makes her very uncomfortable. Consumer advised that she is now scheduled for surgery on a pre existing condition that has gotten worse since using the chair.

Manufacturer narrative:
Ey - 8/17/2015: should additional information become available, a supplemental record will be filed.

Event description:
Consumer advised the provider that when she sits in the chair she can feel the bar underneath her and digs into her hip which causing numbness in her legs and makes her very uncomfortable. Consumer advised that she is now scheduled for surgery on a pre existing condition that has gotten worse since using the chair.